Event description:
The user facility reported that the blade broke mid-jaw at the hinge while in a surgical case. It was being used for a dissection during a c-section. On (B)(6) 2008 the instrument was received but the screw was not included. The facility was contacted on (B)(6) 2008 and asked if the screw was retrieved and if an x-ray was taken. Currently pending a response. Requested add'l info from the facility.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info. Integra lifesciences corp is filing on behalf of the initial distributor, (B)(4). Correspondence should be sent to: (B)(4).